Event description:
Philips received info that the customer reported when they pressed the up button on the right gantry control panel, the table would intermittently move up and into the gantry. There was no harm to the pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).